Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found the voltage test passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review: inaccurate cgm values found in the log within the investigation window. The customer's complaint was confirmed because there was an indication of an inaccurate cgm. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported missing readings. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.